Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00165; 3006425876-2023-00164; and 3006425876-2023-00163.

Event description:
Customer reported issue with 4 different arterial catheters used on the same patient between (B)(6) 2023. It was "impossible to monitor the blood pressure". There was a flattening of the waveform in 5-10 minutes requiring iterative flushes. The catheter was inserted in the radial artery. One of the catheters was inserted specifically for a block and was not usable for the block less than 14 hours later. The lines were secured by two stitches and a tegaderm dressing. It was reported there was a change of catheter and delay in patient care, but no clinical consequence for the patient.

Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00165; 3006425876-2023-00164; 3006425876-2023-00163; 3006425876-2023-00162. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported issue with 4 different arterial catheters used on the same patient between 20 january and 25 january 2023. It was "impossible to monitor the blood pressure". There was a flattening of the waveform in 5-10 minutes requiring iterative flushes. The catheter was inserted in the radial artery. One of the catheters was inserted specifically for a block and was not usable for the block less than 14 hours later. The lines were secured by two stitches and a tegaderm dressing. It was reported there was a change of catheter and delay in patient care, but no clinical consequence for the patient.